Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that she wants to replace the infusion set due to no delivery alarm. Customer's blood glucose was 322 mg/dl. Customer declined to troubleshoot for high blood glucose and no delivery alarm stated wanted infusion set replacement. Customer treated high blood glucose with insulin pump. Advised customer to do a complete change as soon as possible. No further information provided.